Event description:
It was reported via medsun medwatch uf/importer report # (B)(4) that on an unknown date in may a plum 360 unexpectedly shutdown during a norepinephrine infusion programmed at 0.04mcg/kg/min. At 0300, blood pressure (bp) was 105/67 (77), and at 0315 bp was 77/50 (57). The blood pressure was alarming on the patient monitor and central monitor. The registered nurse (rn) found the intravenous (IV) infusion pump cycling on and off with no audible alarm. The pump was removed from service and another pump was programmed to run the norepinephrine and subsequent bp was 119/74 (97). The original intended procedure was IV infusion. The problem was the device did not do what it was supposed to do. The therapies being used on the patient at the time of the event that may have caused or contributed to the event were cardiac drugs. Other relevant history including preexisting characteristics may have contributed to the event. The location where the event occurred was on critical care hospital. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.